Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No button error alarm was noted. No display anomaly was noted. The insulin pump was received with minor scratches on the display window, a cracked case at the display window and reservoir tube window corners, a broken belt clip slot and cracked battery tube threads.

Event description:
The customer reported via phone call that he had a button error alarm on the insulin pump. Customer's blood glucose was around 79 mg/dl at the time of the incident. Customer stated that the pump was going haywire and the numbers were scrolling non-stop when the bolus was entered. Customer stated that there was a button error the day before the incident. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.